Event description:
On (B)(6) 2026: the wire brush from a green handled brush dislodged from the holder and stuck in my teeth. It may still be inside my throat or esophagus. I am pursuing medical advice what to do. On (B)(6) 2026: you're saying it is safe to swallow a 3/4¿ long piece of twisted stainless-steel wire!? I hope! Because I¿m afraid it will become lodged inside if I¿ve swallowed it. If so, I can only hope it passes without harm. I messaged my doctor for her advice. This was not the tight size. It¿s the medium green ones and this was not the first time one had come out the rubber handle. The prior times, I was able to remove the brush part from my gums and mouth with my fingers. I tried your tight size brushes and found the cut and twist of the end wires flared and were difficult to get between my teeth, not much narrower than the green medium ones. I started to report this, but I let it go and purchased others. The brush is pulling out because there is nothing to prevent it, like a bent base of the wire in the holder. I would not want replacement product. I believe it would happen again. On (B)(6) 2026: after closer look, the wire broke at the handle, which would have been a minimal length of bare wire. Hopefully there will be no complications.; there haven't been as yet. The wires bend easily when used between back teeth and likely fatigued from multiple uses.